Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bad lld spring in the reported problem area of the pipetting assembly. Replaced lld spring, plunger clamp and tip clamp in postion #2. The instrument was tested without further problem and was returned to expected operation.